Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has tidal volume issue, not displayed on the screen. The nurse performed a startup self-test on the ventilator, and after turning it on, an abnormal pressure alarm was triggered. The tidal volume value was not displayed on the screen. Upon checking, there was no leakage in the tubing. After multiple attempts at troubleshooting, the ventilator was paused and ceased from use. It was reported there was no patient involvement at the time the issue was discovered. Occurred during self-test. The authorized service provider (asp) evaluated the device and confirmed that the main problem is that the tidal volume used in the simulated lung is different from that used on the patient. The problem has been solved. It has been determined that the cause was user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the cause of the reported issue was due to use error.